Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 25 october, 2021. Medwatch report # mw5104985. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd insyte-n¿ autoguard¿ shielded IV catheter had the needle prematurely come off. There was no patient impact. The following information was provided by the initial reporter: staff went though 5bd insyte-n autoguard catheters before getting to one that worked. 2 needle popped right away. This variance never reached the patient.